Event description:
I have the abbott eterna spinal stimulator, I have to have an MRI on head. The device will not go into MRI mode. We have tried three times with the abbott rep being present to activate MRI mode, failed all three times. My bother-in-law has the same device and same issues.